Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic appendicectomy - "upon unfolding of the plastic bag of the 5mm endocatch, the bag fell off the metal prong frame within the abdomen. This was dangerously close to soft bowel." Patient status - "well".

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Engineering determined based on the information received by the complainant that the likely root cause is inherent in the product design and that the user likely did not follow the instructions. The risk levels as documented in the existing hazard analysis are acceptable and remain unchanged. Engineering is investigating possible design enhancements to help mitigate the tissue bag from fall off the supports. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to FDA.

Event description:
Additional information received via email from customer on (B)(6) 2016: "the retrieval system was pushed into 5mm applied port, once in, the handle was pushed forward to unfold the bag. Bag then fell off prongs. I am not aware of any particular technique, however I know that no instrumentation was used to assist the unfolding process."